Manufacturer narrative:
Updated field : b4 , g3 , g6 , h2 , h11 corrected field : h6 ( medical device ¿ problem code )

Event description:
N/a

Event description:
It was reported that during use the cardiosave intra-aortic balloon pump (iabp) had an iabp console switch itself into standby and alarm reporting an 'overtemp' alarm. No patient harm/injury reported.

Manufacturer narrative:
Other contact person number: (B)(6). Corrected field: due to characterization limit e1: event site telephone: (B)(6). Updated field: b4, g3, g6, h2, h6(type of investigation, investigation findings, investigation conclusions), h11. The fse performed the corrective action 2249723-06 in accordance with manufacturer recommendations for system over-temperature faults. No parts were replaced. All functional and safety checks were completed and passed factory specifications. The pump was run for an extended period with no further errors observed. The iabp was returned to the customer for clinical use.

Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) had an iabp console switch itself into standby and alarm reporting an 'overtemp' alarm. No patient harm/injury reported

Manufacturer narrative:
Due to character restrictions in block e1 event site name: (B)(6) hospital. A supplemental report will be submitted upon completion of our investigation.